Event description:
It was reported that during an "ebd" procedure, the catheter broke. A biliary stent 7fr/5cm had been advanced to an unspecified location. While attempting to deploy the stent, resistance was encountered. The physician continued to pull the inner catheter; however, the stent could not be deployed and the inner catheter broke 60-70cm from the proximal end. The distal inner catheter was removed from the pt with the push catheter. The catheters were removed and it was noticed that the stent had deployed in the target area. There were no pt complications reported with the pt's current condition listed as "fine."